Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited a detachment of the bending rubber adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.